Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The insulin pump had a history anomaly. The bolus amounts were not recording in the bolus history and he had to manually insert them. Customer's blood glucose level was 275 mg/dl. The device was not returned.